Event description:
It was reported that a catheter issue occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the ultrasound catheter was fractured. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter issue occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the ultrasound catheter was fractured. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Device analysis by MFR: the device was returned for analysis. Visual and microscopic inspection revealed the sheath and imaging core were cut, and the imaging window was twisted. The imaging window was a little stretched near the lap joint section, but it was not tear nor detached. The telescope and the sheath were observed kinked. An additional media was provided by the client that supported the reported product analysis.